Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "self check failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Device evaluation: the device was not returned for evaluation; instead a zoll representative went on site to evaluate the device. The customer's report was observed but not verified. The device's smart pneumatic module was replaced to resolve the report. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed an "off set self check failure - 1176" message. Complainant indicated that there was no patient involvement in the reported malfunction.